Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the batteries in the unit's base were not charging. There were no reported adverse consequences to the pt.

Manufacturer narrative:
The complaint is confirmed by the field service rep (fsr). Fsr determined that the user required new batteries as they had not been changed out for many years. The user will order new batteries and install them. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.